Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem diabetes user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support educated the customer on insulin labeling. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer.